Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Due to an infection release, the ICD system was explanted, and new system was implanted on the right side of the pt. The subject device was initially implanted with an ovatio dr6550 ((B) (4)) and a stelix ii brf25d ((B) (4)). The physician has also indicted that inappropriate shocks were delivered. Also, during a follow-up visit in early april low impedance values and oversensing episodes were observed.